Event description:
Customer reported that the safety shield did not cover the needle completely and health care worker received a needle stick from used syringe. Hcw started (B)(6) as the source was (B)(6) positive.

Manufacturer narrative:
No product return is anticipated. Complaint history check yielded no other complaints for similar conditions for the lot reported. Quality will continue to monitor monthly trend reports.